Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during use the instrument snapped in half when the doctor attempted to insert it into the knee. No delay or injury reported. A backup device is available.